Event description:
It was reported that there was a change in therapeutic effect and there was a volume accuracy issue. The expected residual volume was 5ml, when the actual residual volume was 18ml. The healthcare provider was 'assuming motor stall' however no more specific information was provided. A catheter aspiration, dye study and rotor study were being considered. The volume discrepancy correlated with the patient's symptoms of increase pain for 2-3 weeks, intermittent nausea and insomnia. The patient status was reported as 'alive-no injury/no adverse event'. The medication in the pump was not provided, however it was noted that the pump had a 'compound mixture'. Pump replacement was also being planned due to the pump age of 4 years. No replacement date was reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l51800, product type catheter, product ID 8703w, lot# l51342, implanted: 1998 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
After additional review, it was noted that the catheter was tested and the healthcare professional (hcp) was unable to aspirate. A new catheter and pump were implanted. It was stated that the old catheter and pump were not removed and will be explanted at a later date. The new system was reported as working appropriately.

Manufacturer narrative:
(B)(4).